Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The left ventricular (lv) lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.